Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bed. The service provider delivered the unit without the component that elevated the head. The unit was installed incompletely. The first unit provided in hospital was a bed that was too short. This unit was replaced on (B)(6) 2019 with an incomplete bed that was missing the part that elevated the head of bed. The missing piece was scheduled to arrive that night but was delivered on the (B)(6). The patient was suffering from upper respiratory congestion. This condition was further aggravated since the bed was not elevated. The patient could not breathe and died of his own secretions on the night of (B)(6). The diagnosis of his death was respiratory distress.